Manufacturer narrative:
On 14-feb-2022, mentor received additional information about the event: the patient developed bilateral breast pain post implantation. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. An ultrasound indicated that the mass in the right breast appears to be a contour undulation / ridge associated with the breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis developed a bump on her right breast post implantation. It was reported that the bump is at the base of the implant and about 1-2 inches under the nipple. Additionally, there is a fold in the implant and it was reported that the bump looks like ¿an extra nipple¿ and that it is uncomfortable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).